Event description:
It was reported that battery depleted too fast. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up from technical support, and no event date or timeframe was provided, so technical support was unable to confirm battery depletion issue and no additional actions were documented.